Manufacturer narrative:
The device was returned to bd for evaluation. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0601610ce port and catheter accessories allegedly experienced a break. This information was received from one source. This malfunction involved one patient with no patient injury. Age, weight, and gender were not provided for the patient.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0601610ce port and catheter accessories allegedly experienced a break. This information was received from one source. This malfunction involved one patient with no patient injury. Age, weight, and gender were not provided for the patient.

Manufacturer narrative:
H10: for the reported malfunction, lot number was provided, and lot history review was performed. The sample was returned for evaluation. After further evaluation, it was identified that the metal cannula of the repair sheath appeared to have moved up the distal end of the repair tubing. Therefore, the investigation is confirmed for the alleged detachment of the cannula. The definitive root cause is unknown. The device is labeled for single use. H10: g4 h11: b5, h6(results, conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.